Manufacturer narrative:
The device was returned and evaluated. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced rashes, itching sensation, redness and skin irritation due to the pod's adhesive. The pod was worn on the abdomen between 5 and 24 hours. In addition, the patient blood glucose level reached 334 mg/dl. As treatment, a new pod was activated.